Event description:
The report from the field indicated that the pt returned approx. One (1) week after the index procedure with a sub acute thrombosis. (Sat). The thrombus was located at the proximal edge of the stent. The target lesion was the right coronary artery (rca). The lesion was accessed with a guidewire with significant difficulty. Attempts to cross the lesion were unsuccessful,as no device used would cross beyond the previously implanted stent. The current status of the pt was reported as; alive. The pt was not taken off of any medications due to suspicion of allergy. The same physician performed both procedure. The index procedure was an emergent procedure. The pt was admitted with an acute inferior wall myocardial infarction (ami). The pt's admitting medications were; flomax, aspirin, plavix, metoprolol, pantoprazole, ceftiraxone. The target lesion was the right coronary artery (rca). The lesion was reported to be : 26 mm in length, de novo, a total occlusion (100%), and difficult to access or wire. The approach was from the right femoral artery (rfa). There was significant clot burden reported. The thrombus was aspirated. The lesion was pre-dilated with a 2.0/20 mm balloon at 6 atm for 2 sec. A 2.25/12 mm mini vision was placed in the right posterior descending artery (rpda). A cypher 2.5/20 mm stent was deployed at 12 atm in the rca. Ivus was not done. The stent appeared to be perfectly deployed angiographically. There was no reported possiblity of dissection and there was no distal disease was left untreated. Healthy to healthy tissue was covered by the stent. The stent was post-dilated with a 2.75/18 mm powersail balloon at 12 atm. The residual stenosis was 0%. The flow pre-procedure was timi 0 and post-procedure timi 3. The pt's discharge diagnosis was ami. Angiomax was administered during the procedure; a 0.75 mg/kg bolus and a gtt @1.75 mg/kg drip was established. Act's measured were: 133 and 365. No gpiibiiia's were administered. Pre-procedure medications were: notroglycerin (ntg), angiomax, fentanyl, and demerol. Intra-procedure medications were: angiomax, plavix, and fentanyl. The post-procedure antiplatelet therapy was plavix 75 mg qd, and aspirin qd.

Event description:
The report from the field indicated that the pt had a cypher stent implanted in the right coronary artery (rca). Approximately one (1) week after the index procedure, the pt presented with an acute myocardial imfarction (ami). Angiography revealed a sub acute thrombosis (sat) of the stent. Attempts to re-open the lesion by percutaneous transluminal coronary angioplasty (ptca) were not successful. The pt did fine post-procedure. Additional information has been requested.